Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) represents the adverse event which occurred on (B)(6) 2013. (B)(4) represents the adverse event which occurred on (B)(6) 2018. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported that following insertion the patient experienced hernia, obstruction, infection, inflammation, abscess, abdominal pain, pain and adhesion. It was reported that patient underwent revision and removal of mesh on (B)(6) 2013 and on (B)(6) 2018. Other implanted product is captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 3/6/2020. Corrected information: d2b.